Event description:
It was reported the camera head had a distorted image issue and water leakage. The reported malfunctions occurred during preparation for an unspecified procedure. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the cover of the main unit was missing, water immersion in the main unit's imaging, flooding in the camera cable, and image distortion. Based on the results of the investigation, it is likely that the following led to the malfunction: since the cover of the main unit was broken, it is assumed that the water tightness of the product could not be maintained and water entered the inside of the product, resulting in flooding. It can be seen that the internal charged coupling device may have failed due to flooding of the main unit's imaging. Therefore, it is likely that normal communication was not possible, resulting in image distortion. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): do not use this product with tweezers, sterilizers, or other instruments. Do not clean, disinfect, or sterilize this product together with tweezers, forceps, or scalpels. There is a risk that the camera cable may be punctured and the electrical circuit inside the product may be destroyed due to water leakage. There is a possibility of abnormalities in endoscopic images and functions. If an abnormality occurs in the endoscopic image or function and it returns to normal spontaneously, the device may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such an instrument may cause injury to the patient, bleeding, or perforation. Olympus will continue to monitor the field performance of this device.